Manufacturer narrative:
Device is a combination product. (B2) date of death, and (b3) date of event, corrected.

Event description:
Promus element china clinical study: it was reported, that the patient died. In (B)(6) 2014, the patient presented with unstable angina. Subsequently, the patient was referred for cardiac catheterization, and the index procedure was performed on the same day. The target lesion was located at the proximal left circumflex artery (lcx), with 100 % stenosis and was 24mm long , with a reference vessel diameter of 2.75mm. The lesion was treated with pre-dilatation, and placement of a 2.75x24mm promus element drug-eluting stent and following post dilatation, residual stenosis was 0%. Twelve days later, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2019, the subject died with cause of death not reported. It was further reported, that the patient died in (B)(6) 2018. And not in (B)(6) 2019, as what was previously reported.

Manufacturer narrative:
Device is a combination product.

Event description:
(B)(6) clinical study. It was reported that the patient died. In (B)(6) 2014, the patient presented with unstable angina. Subsequently, the patient was referred for cardiac catheterization and the index procedure was performed on the same day. The target lesion was located at the proximal left circumflex artery (lcx) with 100 % stenosis and was 24mm long , with a reference vessel diameter of 2.75mm. The lesion was treated with pre-dilatation and placement of a 2.75x24mm promus element drug-eluting stent and following post dilatation, residual stenosis was 0%. Twelve days later, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2019, the subject died with cause of death not reported.